Event description:
Nurse and nurses aide entered pt room and found the following: pt found with gown off and IV out. The tubing that had been inserted in pt was broken in two and no tubing was visible from pt's body. Approx 9 inches of tubing had broken off. Prior to this event, site was covered with 2x2, bioclusive, and taped in place.